Event description:
The pt reported getting large air bubbles in the insulin cartridge of her infusion device. She stated she allows the insulin to reach room temperature and fills the cartridge without having any bubbles. She said the air bubbles then appear once she inserts the cartridge into the device, and she tries to prime. The pt reported she is not able to prime the bubbles out and does not want to waste insulin by priming or pushing the insulin and air out. The pt was advised to switch to her backup infusion device for troubleshooting purposes. The pt agreed to do so in a few days but declined a follow up call as she stated, she would call back in with any further concerns. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.